Event description:
Initial result for a pt sodium was 128 mmol/l. When repeated, the result was 138 mmol/l. The incorrect result was not used to guide therapy. The field service rep found the air mix was out of adjustment and repaired the instrument by adjusting the air mix.